Event description:
In 2007, the patient reported that she experienced an infection at her infusion site after removing the infusion headset from her body. She stated that her blood glucose was elevated to over 200 mg/dl and she experienced chills and a fever. She stated that the insertion site was 2-3 inches below her belly button and the infusion site had been in place for 2 days prior to noticing the irritation. She stated that she changed the infusion site and injected insulin via syringe to lower her blood glucose. She then went to the doctor due to a baseball size lump that formed on her abdomen at the infusion site. The doctor diagnosed the patient with mersa (strain of staff resistant to antibiotics) and the lump was lanced and drained and she was placed on an antibiotic IV. The patient was educated on proper site rotation and proper infusion site insertion. She stated that she uses IV prep wipes before inserting the infusion set. She did not experience soreness or irritation upon insertion. She stated that she does not know if she is allergic to teflon. She stated that sometimes she experiences itching and hives where the infusion set adhesive touches her skin. The patient discarded the alleged product. The patient will return unused product from the same lot for evaluation.